Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported multiple leaking events due to the power injector tubing disconnecting from maxzero during CT scan power injections. The flow rate was 5ml/sec and 300 psi. There was no report of patient or user harm.